Manufacturer narrative:
Batch review performed on 11 february 2019: set ref (B)(4), lot 189881: (B)(4) items manufactured and released on 18-dec-2018. Expiration date: 2023-12-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. As regards the specific impactor handle lot mat25715, no other similar case has ever been registered. Preliminary investigation performed by r&d product manager: from the analysis of the image, it is not possible to identify the real cause of the instrument breakage. We may suppose that the breakage occurred after several impactions with different devices (trial keel, tibia impactor, femoral impactor); in case the handle was not completely or correctly assembled with the impactors, the t shape connection could be forced in a wrong way till the breakage. A second hypothesis could be the application of excessive force or lateral impactions (e.I. To adjust the medio lateral position of the trial femoral component) with the risk of deformation/breakage of the jello handle connection.

Event description:
During the primary knee surgery, the yellow tip of the efficiency impactor handle broke while the surgeon was impacting the femoral trial. No fragments fell into the patient and there was no delay in the case. The surgery was completed successfully.